Event description:
The user facility reported that there was a blood leak alarm immediately upon the pt's blood entering the dialyzer. Visual inspection revealed blood outside the extra corporeal circuit. Blood flow rate was approximately 300-350 mls/minute; dialysate flow rate was 600 mls/minute. The estimated blood loss was between 100-200 mls. The pt was fine following the treatment and no medical intervention to required. Sample discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.